Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, this case is assumed to have caused unexpected stress on the cable due to the user's handling, and the image was no longer produced due to the breakdown of the cable unit. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus trading (B)(4) and found followings; the reported event was reproduced. A defective cable was confirmed. Due to this defect, the phenomenon that the endoscopic image was not displayed occurred. The device failed the inspection items "white balance check" and "endoscopic image check". The repair history was confirmed, but there was no repair record. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the endoscopic image did not appear during preparation for a laparoscopy. The device was used in combination with the olympus camera control unit otv-s400. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.